Manufacturer narrative:
Device evaluated by MFR.: a p select ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination found stent struts on the 5th row from the proximal end lifted from the crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-oct-2020. It was reported that crossing difficulties and shaft kink were encountered. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 3.00 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion and the shaft got bent. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a stent damage.